Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that they were dispatched in emergency medical services for low blood glucose on (B)(6) 2021. Blood glucose reading was 40 mg/dl. Customer was treated with apple juice. The customer was treated with intravenous insulin drip at the hospital. Customer was not using auto mode feature active at the time of event. The customer was experienced dizzy and confused. The insulin pump will not be returned for analysis.